Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient needed a manufacturing representative (rep) to come to the hospital where the patient was. The patient stated the name of the hospital they were at and stated that they thought they were having problems with their right ankle. They stated that it was giving them a lot of problems they could not bend or move their foot like they were supposed to, and it was burning. The patient stated that they thought it was their neurostimulator because of where the wire was going down their leg. The patient stated that they got the ins for their back, but had lost the feeling in their right-side leg/foot prior to getting the ins. The patient stated that they were not asking if the hcp wanted the rep to come, the patient stated that they were requesting for one to come. It was asked if there was a healthcare provider or nurse, but the patient stated that the nurse was busy. The patient stated that if it was a problem for a rep to come out and find out was going on with their device, it was going to be a serious problem because they stated, ¿they could barely walk right now¿. The patient stated that they were told that ¿they did not have to request for it and that they could do it because they were the patient and the one with the device in them¿. The patient stated that if it was a problem to have a rep, they would have device taken right out of them now. The patient had become too escalated and patient services tried to ask the patient to get a nurse or doctor on the line to pass them onto. A warm transfer to an escalation team member was made. The patient¿s right foot/ankle problems began about two to three days ago in (B)(6) 2017. No further complications were reported/anticipated.